Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the reservoir was found. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404310, serial number: n/a, batch/lot number: 1000584703, model/catalog description: pump ms, d4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404273, serial number: n/a, batch/lot number: 1000408452, model/catalog description: cx 18cm snap fit rt, d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.